Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) old female patient receiving intrathecal hydromorphone via an implantable infusion pump. The indication for use of the device was for malignant pain and cancer pain. The concomitant medications and patient history were not reported. On (B)(6) 2015, the patient experienced intrathecal medication side effects of worsening nausea, vomiting, light headedness, dizziness, and felt "overmedicated." The cause was due to the addition of a new drug (hydromorphone). The device was reprogrammed on (B)(6) 2015. The device was again reprogrammed on (B)(6) 2015, and the patient was administered a scopolamine patch. The device was again reprogrammed on (B)(6) 2015 and (B)(6) 2015. The event resulted in an unscheduled clinic visit. This event was noted as ongoing. It was noted as related to the intrathecal medication hydromorphone. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4) was omitted from the original reg report.

Event description:
Additional information received from the healthcare provider (hcp) via clinical study reporter, the issue was resolved without sequelae on 2016-may-09.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that on (B)(6) 2015 at 10:14, the drug was changed to bupivacaine 30mg/ml at 5.995mg/day, clonidine 125.0mcg/ml at 24.98mcg/day, and dilaudid 0.3mg/ml at 0.05995mg/day. And at 10:35 on (B)(6) 2015, the dose was decreased by 17% to bupivacaine 30mg/ml at 4.992mg/day, clonidine 125.0mcg/ml at 20.80mcg/day, and dilaudid 0.3mg/ml at 0.04992mg/day.